Event description:
A system error (se) 2240 (air in line) alarm was identified in the patient event log of a returned homechoice device. This error occurred during dwell cycle 3. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the patient alarm log of the homechoice (hc) device; there was no report for this alarm called in by the customer. Not enough data is available within the complaint to identify root cause. No use error was suspected therefore no label review was required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A 510k number will not be provided in the emdr, because the product code and lot number are unknown at this time. A follow-up MDR will be submitted if additional information is obtained.